Event description:
Information received from the field notes that the patient presented for a follow-up due to presyncopal episodes. The holter monitor showed loss of ventricular capture with no back-up pulse. Autocapture was turned off and the patient did not have any further episodes.